Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported issue and verified the failure in the logs. When moving the fiberoptic connector slightly the output would cut-out. The fse replaced the fiberoptic sensor extension assembly (0202-00-0140 )and functional tested multiple times without any further failures or issues. Released to customer and cleared for use. The failure analysis and testing dept. Received part number 0012-00-1562 fiber optic extension serial number (B)(6) ram with a reported unit failure of fiber optic sensor failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0012-00-1562 fiber optic extension serial number (B)(6) ram into the cardiosave test fixture and tested the fiber optic extension to factory specifications per the cardiosave service manual. The fat dept. Tested the fiber optic extension in diagnostics in the fiber optic test, and after multiple times of performing the fiber optic test and moving the fiber optic extension around, the fat dept. Could not replicate the failure of fiber optic sensor failure. The fiber optic extension passed testing. Retaining the fiber optic extension in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) fiberoptic sensor failure. There was no harm reported.